Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who was hospitalized for cardiac issues and passed away coincident with therapy for peritoneal dialysis. Therapy was ongoing until the time of death. It was unknown if the patient was connected to the device when they passed away. The cause of death was reported to be cardiac arrhythmia. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A return procedure for the device was initiated. Upon receipt, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.